Event description:
Customer reports that patient monitored on telemetry system expired between 10:00am and 2:00pm in 2002. Customer does not associate patient expiring with product but requested log files be examined to determine the number of lead fail alarms that occurred for this patient and whether these alarms were silenced.